Manufacturer narrative:
The device is not available for evaluation so no results are available and not conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that an articulating arm lost its rigidity during surgery. The arm was loosened to change positions, and when the knob was retightened, the arm would not stay stationary so the pa held the retractor in place to complete the procedure. There were no reports of patient injury reported in association with this event.